Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the patient's (second) generator (m102r) was replaced due to an end of service condition as indicated by the elective replacement indicator flagged to "yes." It was noted that at the time of surgery, that diagnostics resulted in high lead impedance following the completion of the generator replacement (m104). Review of programming history available in the manufacturer's programming history database confirmed that the high lead impedance was present at the time of the second generator's implant procedure, but no further diagnostics were available following the implant. Information received from the treating neurologist indicated that the high lead impedance did not resolve during the recent or previous implant. The high impedance was said to have been known for many years, and before the implant of the m102r. The model and serial numbers of the initial generator are unknown at this time. The patient is said to have efficacy with the therapy, in addition, to hoarseness while being stimulated, which lead to the decision of the previous and current treating neurologist to not revise the lead at this time. There have not been any reports of other adverse issues due to the high lead impedance observed. Due to the patient being implanted in the early 1990s, programming history and initial implant information was unavailable. No x-rays were available for review. There was no known patient manipulation or trauma that is believed to have caused or contributed to the high impedance observed. The recently replaced generator is unavailable for analysis as it has been disposed by the hospital.